Event description:
In 2003 patient care called the patient during a routine follow up and the patient stated that they received "burns" from use of tear tech unit. Pt stated that after turning amplitude very high, they received red marks and blistering on their skin. Patient stated that they received irritation from unit under 2 electrodes, and that the irritation is the size of the electrode. Patient states that the following month it has completely healed but that they are left with 2 scars. One on their hand and one on their wrist. These were the areas being treated. Patient has been using the device for 2 years without any prior complaints, although patient has just recently increased the amp level used for treatment. Patient also stated that they did not seek a physician for this skin irritation and that they no longer had electrodes.